Manufacturer narrative:
The device was not returned to the manufacturer for device evaluation. When and if the device become available and is returned and evaluation, the manufacturer will file a follow up report detailing the results of the evaluation.

Event description:
A report was received stating that a leak was found in the tracheostomy tube cuff after an unknown amount of time in use. The tracheostomy tube required and unscheduled change. No permanent adverse effects to patient were reported.